Manufacturer narrative:
The issue is related to the analyzer software rounding the value that was generated. For example, if the value is something like "1.0000001" which is interpreted non-reactive, the analyzer reported result is >1.0 non-reactive but "1.00" looks like the result should be reactive. The qualitative interpretation of the result is correct. Anti-hav ii does not have an established grey-zone. The setting of a greyzone is in responsibility of customer. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The reagent performs within specifications. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hav ii on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an anti-hav value of 1.00 coi and was interpreted by the analyzer software as non-reactive. Per product labeling, values < or = to 1.0 are to be interpreted as reactive. The sample was repeated, resulting in a value of 0.997 coi (reactive).